Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and during prime test due to force sensor resistor damage by moisture also, unable to perform excessive no delivery test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. The insulin pump was received with operating currents within specifications and passed displacement test, self-test and a21 error test. The insulin pump had cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the piston did not stop and the reservoir was emptied without being programmed to. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.